Event description:
The pt was seen for inspection of the ins; the device serial number had been within the affected range for the mfs lifted wire bond field action. At follow-up, the battery could be interrogated with the programmer (telemetry reading were not provided); no symptoms were reported. The bilateral pulse generators were replaced for possible battery depletion. No pt injury was attributed to the event.

Manufacturer narrative:
Results of final device analysis revealed the epoxy bond was broken between the hybrid circuit and both battery terminals, internal to the device. Findings from destructive analysis determined that both of b-bond wires and one of the b+ battery bond wires were lifted from their respective hybrid bond pads, as received. Returned product inspection showed that prior to the decontamination process, telemetry had been established. Subsequent to decontamination and during function testing, no output or telemetry had been detected. Analysis results confirm the reason for device return.